Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "patient noticed a sudden decrease in vision 5 days po and was examined 1 week po. The lens was vaulted forward on examination. The lens was rotated and pushed back into the correct position. The lens then vaulted forward again a few days after and then the lens was explanted. The replacement lens is a monofocal lens and the patient is happy with distance vision.

Manufacturer narrative:
The lens was returned to b+l in two pieces with one haptic and portion of a haptic plate missing. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (025001) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.